Event description:
When dr explanted delta valves (for reason other than valve problem), he discovered a leak in the delta chamber. It was later discovered that the leakage was due to his explantation technique. (MFR. Report #2021898-1998-00112-00114).